Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The patient stated that on her pump screen she saw a call service sleep alarm on the screen but had not felt the pump vibrate. The patient reported that all other sounds and vibrations are working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect found with vibration feature on pump during call service alarm; corrupted software files in pump. The pump is unable to boot up to verify screen giving just 2 audible beeps, vibratory sounds and blank display screen. After approximately 5 minutes the display screen shows a ¿call service sleep error¿ message and the pump has audible and vibrates during the alarm. Removed pump cover; no damage was found to the transceiver flex. Reloaded the software files in the pump. Pump then was able to boot to the verify screen. Investigation step 10 and 11 completed after software file were reloaded. Conclusion: corrupted software files in pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.